Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the surgical procedure? What is meant by device ¿got blocked¿? What was the target tissue when this occurred? How was the device removed? How was the procedure completed? What cartridge was used? Did bleeding occur? Did a fistula occur? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the use of the device, during the 4th and 5th stapling the device got blocked inside the stomach of the patient. Hemorrhagic risk and risk of bad stapling in post-op and therefore fistula.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional event information was requested and the following was provided: what was the surgical procedure? Sleeve gastrectomy. What is meant by device ¿got blocked¿? The device stopped stapling before reaching the end. The release mechanism had great difficulty working. What was the target tissue when this occurred? Stomach tissue. How was the device removed? The device was removed with the release mechanism but with difficulty. How was the procedure completed? The device has been changed, the suites are simple. What cartridge was used? This is a green cartridge that was used with seamguard. Did bleeding occur? Did a fistula occur? No bleeding and no fistula. Did the device cut the tissue? Yes. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B-formed. Was the staple line interrupted ;staples not present/visible on any portion of the staple line? No. Were there staples missing from the staple line? No. Is the current patient status known? No complication. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. B1, h1.